Event description:
It was reported that a drastic drop in battery voltage was noted via (B)(4) transmission. Device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the premature depletion was confirmed. A longevity calculation was performed based on programmed settings and usage data and the device was found not to meet its longevity requirements. With an external power supply, the device tested normal and all specifications were met. No source of high current drain was found. The battery was sent the manufacture and an internal short within the battery was found.